Event description:
Patient had laparoscopic appendectomy using the device, which had been used on the recommendation of the vendor representative. No noted issues included in the operative report. Patient experienced post-op bleeding which required blood transfusion x 2 units.